Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient was experiencing pain around the ipg site and spasms in her right thoracic area. As a result, the ipg pocket was relocated on (B)(6) 2019 to address the issue. Therapy was restored following the procedure.